Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc quantum apex balloon catheter. The balloon, tip, shaft, and hypotube were microscopically and tactile inspected. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and shaft. There was a complete hypotube separation 23.5 cm from the end of the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right circumflex artery. A 3.00 x 15 mm nc quantum apex mr balloon catheter was advanced through guidewire without difficulty. Before the device entered into the patient, the shaft broke into two pieces. The procedure was completed with another balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right circumflex artery. A 3.00x15mm nc quantum apex mr balloon catheter was advanced through guidewire without difficulty. Before the device entered into the patient, the shaft broke into two pieces. The procedure was completed with another balloon catheter. No patient complications were reported.